Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of rewd1603 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "hospital in the home rec'd a PICC with the stylet still attached. Pt was sent to x-ray. PICC consequently found to be in ventricle and leaking so new PICC inserted. Fortunately, the pt was ok."